Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawer was not detected on communication bus. A field service engineer remotely rebooted the station to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es encountered a drawer malfunction, resulting in several pockets not being detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.